Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-02081. It was reported that post a stenting treatment procedure, the patient experienced chest pain. The patient presented due to unstable angina. The first 70% and 8mm long target lesion was located in the proximal obtuse marginal (om) with a reference vessel diameter of 4mm. The first target lesion was treated with direct stenting placement using a 4.0x12mm ion stent, resulting in 0% residual stenosis. The second 70% and 14mm long target lesion was located in the left main coronary artery (lmca) with a reference vessel diameter of 4mm. The second target lesion was treated with pre-dilation and placement of a 4.0x12mm ion stent, resulting in 0% residual stenosis. No patient complications were reported. (B)(6) 2012, the patient presented due to chest pain and was hospitalized.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).